Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient was discharged after the consultation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.